Manufacturer narrative:
Block e1: initial reporter address (B)(6). Block h6: device code a0406 captures the reportable event of stent material deformation inside the patient. Device code a0414 captures the reportable event of stent torn material inside the patient.

Event description:
It was reported that a percuflex plus ureteral stent was used in a ureterectomy procedure. During the procedure, when the device was placed, it was noticed that the stent was twisted, damaged and it was torn. The procedure was completed with another of the same device and there were no patient complication reported.